Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that maxzeros are leaking and have cracks. The product was used on a PICC line infusing tpn and intralipids to create a closed system in the nicu. There was no patient harm.